Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted with failure to thrive, weakness, and an elevated lactate dehydrogenase (ldh). The patient¿s ldh had gone from 600 u/l to 2188 u/l, which was reportedly highly suspicious of lvad pump thrombosis. The patient was started on intravenous (IV) bivalirudin. Ldh initially decreased to 1586 u/l, but rose to 1992 u/l despite bivalirudin. Due to multiple comorbidities, the patient was not a candidate for pump exchange. It was reported that the patient expired on (B)(6) 2018 from heart failure and failure to thrive. No additional information was provided.